Manufacturer narrative:
(B)(4). Date sent: 11/02/2004. Information anticipated, but unavailable at this time.

Event description:
It was reported that one blade of scissors fell off resulting in the conversion from laparoscopic to an open procedure with a sigmoidoscopy. No other consequence was reported.